Event description:
Same case as MFR report #s: 2134265-2010-05277. Same case as voluntary medwatch# (B)(4). It was reported that during a stenting treatment procedure, a balloon rupture and stent dislodgement occurred. The patient presented with unstable angina pectoris, chest pain and atrial fibrillation. Access was obtained via the left radial artery. The 90% stenosed lesion was located in the right posterolateral branch of the right coronary artery (rca). A 2.25x16mm taxus atom stent was advanced to the lesion to direct stent and inflated to 2 atms when the balloon ruptured. The physician attempted to remove the balloon and leave the stent in place; however, the stent was still attached to the delivery system and while withdrawing, sheared off on the guide catheter in the proximal right coronary artery. A 2.25x15mm quantum apex balloon was advanced to the right posterolateral branch and inflated to 20 atms for 22, 19, 4 and 20 seconds with the intention of deploying the stent, but the stent was not located. It was noted that although the right posterolateral branch artery was more open, the flow through the vessel was slowing due to the dislodged stent. The quantum apex balloon was pulled back in the mid rca and inflated to 2 atms in an attempt to catch the stent on the partially inflated balloon. The stent was captured, but dislodged when the balloon reached the guide catheter. A 3.5x20mm quantum apex balloon was advanced to the proximal vessel and inflated to 18 atms for 20, 25 and 20 seconds to expand the dislodged stent. A 2.25x20mm taxus atom stent was advanced to the right posterolateral brach and deployed at 20 atms for 25 seconds. Residual stenosis in the right posterolateral branch was 15%. The flow in the proximal rca was still noted to be affected by the dislodged stent. A 3.5x20mm taxus liberte stent was advanced to the proximal rca and deployed at 20 atms within the dislodged taxus atom stent. After 3 high pressure inflations an "odd appearance" was seen. Waste was noted when deploying the stent, and after post-dilation with a quantum apex balloon, an indentation was noted. A 4.0x20mm quantum apex balloon was then advanced to the lesion and inflated to 20 atms for 22, 19 and 20 seconds to post-dilate the lesion. The stents were noted to be well apposed. Labile blood pressures were noted throughout the procedure, so an abdominal aortography was performed to assess the left renal artery and femoral system function. A 6fr expo pigtail diagnostic catheter was advanced to the abdominal aorta. At the end of the procedure, the patient was cardioverted back to a normal sinus rhythm. No further patient complications occurred. Patient status is listed as well. The patient was placed on plavix post-procedure. Four days later the patient was returned to the cath lab for an unknown procedure. Additional information was requested, but is not available.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte (mr) stent delivery system (sds) with no stent or snare. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition, as-received, and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. It was determined that the balloon had a small tear of 2mm distal of the proximal marker band and the tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #s: 2134265-2010-05277. Same case as voluntary medwatch# (B)(4). It was reported that during a stenting treatment procedure, a balloon rupture and stent dislodgement occurred. The patient presented with unstable angina pectoris, chest pain and atrial fibrillation. Access was obtained via the left radial artery. The 90% stenosed lesion was located in the right posterolateral branch of the right coronary artery (rca). A 2.25x16mm taxus atom stent was advanced to the lesion to direct stent and inflated to 2 atms when the balloon ruptured. The physician attempted to remove the balloon and leave the stent in place; however, the stent was still attached to the delivery system and while withdrawing, sheared off on the guide catheter in the proximal right coronary artery. A 2.25x15mm quantum apex balloon was advanced to the right posterolateral branch and inflated to 20 atms for 22, 19, 4 and 20 seconds with the intention of deploying the stent, but the stent was not located. It was noted that although the right posterolateral branch artery was more open, the flow through the vessel was slowing due to the dislodged stent. The quantum apex balloon was pulled back in the mid rca and inflated to 2 atms in an attempt to catch the stent on the partially inflated balloon. The stent was captured, but dislodged when the balloon reached the guide catheter. A 3.5x20mm quantum apex balloon was advanced to the proximal vessel and inflated to 18 atms for 20, 25 and 20 seconds to expand the dislodged stent. A 2.25x20mm taxus atom stent was advanced to the right posterolateral brach and deployed at 20 atms for 25 seconds. Residual stenosis in the right posterolateral branch was 15%. The flow in the proximal rca was still noted to be affected by the dislodged stent. A 3.5x20mm taxus liberte stent was advanced to the proximal rca and deployed at 20 atms within the dislodged taxus atom stent. After 3 high pressure inflations an "odd appearance" was seen. Waste was noted when deploying the stent, and after post-dilation with a quantum apex balloon, an indentation was noted. A 4.0x20mm quantum apex balloon was then advanced to the lesion and inflated to 20 atms for 22, 19 and 20 seconds to post-dilate the lesion. The stents were noted to be well apposed. Labile blood pressures were noted throughout the procedure, so an abdominal aortography was performed to assess the left renal artery and femoral system function. A 6fr expo pigtail diagnostic catheter was advanced to the abdominal aorta. At the end of the procedure, the patient was cardioverted back to a normal sinus rhythm. No further patient complications occurred. Patient status is listed as well. The patient was placed on plavix post-procedure. Four days later the patient was returned to the cath lab for an unknown procedure. Additional information was requested, but is not available.

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).